Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unspecified procedure, the video system center went black displaying no image for a period of about a second and a half. The image display then returned to normal. This event occurred several times. There were no reports of patient harm.

Event description:
Additional information has been supplied by the customer. The surgery in question was a lap chole. The blackout occurred while using cautery during the last third of the case. No harm was experienced to the patient during or after the case. The case was not prolonged due to the outage. Anesthesia was unaffected. Because the outage was so brief and the system returned to normal no other device was required to finish the surgery. This same outage happened the week before in a different patient having a lap chole. The outage again happened during the last third, but only happened once during the case. In the second case, the outage happened three times. An additional complaint was opened to address additional event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields b5, h3, h4 and h6. Corrected data: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.